Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later, a computed tomography of chest was performed which showed no evidence of acute pulmonary embolus. After eleven months, a ventilation perfusion scan study was performed for chest pain. The study showed that normal distribution of activity throughout both lungs. After one year and three months, a computed tomography of abdomen and pelvis was performed for filter evaluation. The study showed that infra renal inferior vena cava filter in place in the mid abdominal inferior vena cava with its superior tip at the vertebral level. Seven filter legs appear to have extraluminal extension/perforation beyond the wall of the inferior vena cava. All seven of these filter legs perforate above 3 mm beyond the inferior vena cava wall. One perforating leg contacts the aorta, and another two perforating legs are in near proximity to the spine. Another two perforating legs contact the duodenum. After eight months, patient presented with the complaints of abdominal pain. An x-ray abdomen was performed which showed filter was appropriately placed in infra renal position without evidence of fracture. After two years, patient presented with the complaints of chest pain. After one year and eight months, a computed tomography of abdomen and pelvis was performed for acute abdomen. The study showed that inferior vena cava filter was noted. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.